Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had pump error alarms on insulin pump. The customer's blood glucose was unknown. The customer was able to rewind the insulin pump. Assisted customer with self test. The insulin pump passed test. Troubleshoot was performed for failed battery alarm. The customer stated that the battery cap was damaged. Advised customer that the new battery cap will be sent. The product was not returned for analysis.